Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Product code and lot number ¿ the customer reported two potentially associated product codes/lot numbers: product code 2j8002, lot# ur15f22061 and product code 2j8003, lot# ur13c26095. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in an intravia empty container. The reporter described the particulate matter as ¿strands¿ floating inside the bag. The bag had been compounded with pediatric total parenteral nutrition (tpn) with amino acids and dextrose 20% solution. This issue was identified upon final check of the bag before use. There was no patient involvement. No additional information is available.